Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller asked if it's possible for the stimulation settings to change on their own. Caller stated that it seems like once in a while the intensity will jump up without any reason. Caller noted this happened the other day but has happened before as well just intermittently. Patient explained that they were at 5.8 intensity and set it down to 5.0 but then suddenly it jumps back up to 5.8. Patient stated if they set it back down again it will hold there but again randomly it may jump back up. Caller asked if anyone else has experienced this. Agent reviewed information about adaptivestim and if it is turned on, the settings may not be holding for a certain position if they don't wait long enough after adjusting settings. Agent recommended caller keep a record of the date and relative time that they notice this happening as well as their position and follow up with a manufacturer representative (rep) to examine their settings. Caller inquired about the status of the next model scs. Agent redirected caller to healthcare provider. Patient noted that their condition has gotten worse, so they're using more stimulation and have to charge every day.